Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00054. This complaint was confirmed by the product surveillance technician. Visual inspection of the pump's interior showed damaged fan wires. The product will be sent to service to be brought to MFR's specs before being returned to the customer. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician reported that during routine testing of the device at the service center, the internal fan wire was damaged. There was no pt involvement.